Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. She was unable to exit the preparing to prime loop. The rewind message occurred after an alarm/alert. Customer's blood glucose level was 321 mg/dl. Insulin did not continue to drip after letting go of the act button. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were noted.